Event description:
It was reported that the ilet sleep/wake button became intermittently unresponsive over approximately two months, requiring increased force to activate, with no haptic vibration felt when attempting to wake the screen; the device could be awakened when placed on the charger, and a video of the issue was provided. Symptoms included no clinical effects and no glycemic adverse events, with a reported glucose of 129 mg/dl and no alerts or alarms. Outcomes included device usability impact requiring troubleshooting and education with plans for device return and replacement. Investigation included review of user-provided evidence and remote assessment to verify button responsiveness and wake behavior. Investigation of this case revealed behavior consistent with a mechanical actuation or switch interface issue affecting the sleep/wake control, with normal display function and charging wake intact, suggesting a localized button hardware problem rather than a system-wide failure. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical wear or malfunction of the sleep/wake button assembly.